Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 3 functional mitral regurgitation (mr). The ntw device was implanted on a2-p2. The mr was reduced to grade 1. There was no clinically significant delay. On (B)(6) a single leaflet device attachment (slda) was identified. The device was detached from the posterior leaflet and mr was noted as severe. On (B)(6) an additional clip was placed to stabilize the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.